Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer discovered questionable results had been generated for multiple assays on (B)(6) 2017 when qc results on (B)(6) 2017 were out of range. Qc on (B)(6) 2017 was in range. The customer repeated testing for an unknown number of patient samples. Data was only provided for elecsys hcg + beta test system results for one patient sample. The initial result was 8977 iu/l and was reported outside of the laboratory. The repeat results on (B)(6) 2017 were >10000 iu/l with a data flag and (B)(4) iu/l with a 1:100 dilution. The reported result was amended. There were no adverse events. The reagent lot number was 21015100. The expiration date was requested but was not provided. Flow cell cleaning was performed. The field service representative replaced the pinch tubing. Calibration and qc were performed. Follow up confirmed the issue was resolved by the tubing replacement.